Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device testing, crosstalk along with increase in capture threshold and poor sensing was observed. Large variation in pacing lead impedance measurement was also noted. Insulation breach between atrial and ventricular lead was suspected. There were no adverse consequences to the patient. Lead replacement was considered.